Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 56 pulses. No evidence was found that would result in a needle mechanism failure; a root cause for the reported event could not be determined. The distal tip of the soft cannula was torn off and the formed needle punctured the soft cannula, however, it cannot be determined when or how this damage occurred. Fluid was unable to exit the fluid path as intended due to this damage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the needle mechanism did not function as intended. The pod was worn for less than an hour and no adverse patient impact was reported.